Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using trusteel infusion set for longer than the recommended 48 hour period, which is off label per the tandem user guide. The customer reverted to an alternate method of insulin therapy.